Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer reports that the measurement tool at ra1000 is displaying wrong values for xa (vascular) images. There was no reported pt injury associated with this event.